Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc), oversensing with less than two seconds of asystole and was reported to be dislodged. The patient underwent a surgical intervention where this lead was explanted. This rv lead was no longer in service and a new rv lead was placed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Subsequent information received that the lead was likely discarded and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.